Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having cracks in the insulin pump and stated that the key pad was not responding. Customer stated that the insulin pump has been dropped and bumped. Customer's blood glucose reading at the time of the call was 113 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded on keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.